Manufacturer narrative:
Pump trace download analysis confirmed the unit alarmed this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running. The power management tool confirmed this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running alarm was triggered when the backup battery unloaded voltage (ul vlith) was less than 3.7v for 240 consecutive minutes due to non-sleep anomaly software error. (B)(4).

Event description:
It was reported that insulin pump had power error detected. Customer's blood glucose level was 144 mg/dl at the time of incident. The insulin pump will be returned for analysis.